Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows that the threaded portion of the wire has been fractured. This type of damage may have been caused from a deviation of trajectory that would cause an interference between the k-wire and instrument/implant. That interference could then place excessive force on the tip of the k-wire during insertion and cause it to fracture. However no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while removing the wire, the tip of a k-wire broke off at the distal end and remains in the patient. This event occurred in japan.